Manufacturer narrative:
Analysis found that the customer's complaint of motor not rotating was confirmed. The handpiece failed the hi-pot test and motor cable assembly was found faulty; showing error code 15 on console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was working intermittently and getting hot prior to the procedure. There was no patient involvement.